Event description:
Initial info regarding the event was received in 2005, but no specific details were available at the time other than the part number. Hosp account info became available on day later but event was inadvertently not logged as a complaint because further information had been requested from the surgeon. The event was re-evaluated upon further review of documentation awaiting customer response. Surgeon informed sales rep that pt had a lot of swelling post op (hammertoe surgery). Pt required revision surgery. No info is available regarding cultures being performed or the date of revision (possibly 2005). This is one of eight similar incidents for post op swelling, reported from the same facility and involving the same surgeon. This device is used for treatment.